Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect c8000 analyzer has been generating sporadic calcium results of <0.5 mmol/l. Upon repeat the results are in the normal range. They have not seen this problem on their second c8000 analyzer. No specific patient data was provided. There was no report of impact to patient management.